Manufacturer narrative:
Results: the distal tip of the neuron max was fractured approximately 82.0 cm from the hub and the packaging mandrel was unsecured from the tape. Conclusions: evaluation of the returned neuron max revealed that the distal tip of fractured. This type of damage typically occurs during removal of the device from the packaging. If the packaging mandrel becomes unsecured from the packaging card it may slip into the packaging tube. This may cause the distal tip of the neuron max to become pinned between the mandrel and packaging tube. If the neuron max is subsequently retracting, the distal atraumatic tip may become damaged. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max). The physician removed the neuron max from the sterile package and noticed that a piece of the tip had broken off. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.